Manufacturer narrative:
(B) (4). Customer's biomed evaluated the device and was not able to duplicate the reported issue. The biomed confirmed proper device operation through functional and performance testing and returned the device to service. There has been no further issues reported from end users.

Event description:
Customer's biomedical technician reported that device users informed that it did not discharge while performing a synchronized cardioversion. The biomed did not have additional details on the incident and if there was a good ECG signal. The reported issue had no adverse effect on patient.